Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there is a thin vertical line in the middle of the display of the meter. Caller stated that patient considers that it may lead to a misinterpretation of the results. No adverse event reported. Requested return of the alleged meter for evaluation.